Event description:
(B)(4). Same case as: 2134265-2010-03300. It was reported that during a coronary stenting treatment procedure, the patient experienced stent incomplete apposition. Target lesion 1 was located in the mid right coronary artery (rca). The target lesion was 75% stenosed, 3.5mm in diameter and 10mm long. Predilation was performed with the placement of a 3.5x20mm taxus liberte stent. Post-dilation was performed. Residual stenosis was 0%. Target lesion 2 was located in the proximal rca. The target lesion was 60% stenosed, 3.5mm in diameter and 5mm long. Predilation was performed with the placement of a 3.5x12mm taxus liberte stent. Post-dilation was performed. Residual stenosis was 0%. During the index, it was noted that incomplete stent apposition occurred. Post procedure intravascular ultrasound (ivus) revealed incomplete stent apposition in target lesion 1 and 2. Post-dilation with a non-compliant balloon was performed in target lesion 1. Final stent deployment was optimal. Residual stenosis was 0%. Post-dilation with a non-compliant balloon was performed in target lesion 2. Final stent deployment was optimal. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).